Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported malocclusion progression and periodontal damage. Their dentist determined that continuing with byte poses health risks and advised them to switch to a supervised invisalign care.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.